Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Adjustment knob on femoral introducer broke off while femoral implant was being loaded. Parts were collected and surgery proceeded without further incident.